Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The patient received treatment with insulin, the event lasted for more than four hours, and it subsequently resolved. The cause of the event was not known. No further information is available.